Manufacturer narrative:
Section h4: (device mfg date) was updated, based on an extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported, with the freestyle libre 2 sensor. A customer reported, that the low glucose alarm did not trigger. And as a result, customer experienced loss of consciousness. The customer was able to regain consciousness and self-treat by eating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm did not trigger and as a result, customer experienced loss of consciousness. The customer was able to regain consciousness and self-treat by eating. There was no report of death or permanent injury associated with this event.